Event description:
Patient (user) reported he had difficulty inserting catheters and experienced some pain and bleeding. No specific device malfunction was reported. The patient noted he was just trying catheterization for first time since having colon cancer many years ago. He was also trying another manufacturer's brand of catheter at the same time as ultra m14 when the infection occurred. His doctor diagnosed him with a urinary tract infection (uti). He took an antibiotic and the uti cleared up.